Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer (fae). The following additional information was provided: it appeared that the main tube had separated from the housing at the proximal end, with the internal wires and hypo tubes exposed. Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged and detached proximal clevis. The detached proximal clevis was returned. The size of detached fragment was approximately 34.70 mm. Additional observations: the instrument was found to have a broken grip cable. There was a fully broken pitch cable at the proximal clevis hole on distal end. As a result of the full break, functional testing for motion related issues could not be performed. There was a broken conductor wire at proximal clevis. The instrument failed an electrical continuity test. No signs of thermal damage were observed. The probable root cause of a dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause of grip and pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of a broken conductor wire is attributed to conductor wire management issues and component susceptibility to damage through external collisions, during use, or during reprocessing which can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was observed to have a damaged shaft. It was stated that shaft was sliding out of the plate. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument did not have broken or detached parts. No fragment(s) fell into the patient and nothing had to be removed from the patient. The movement of instrument was intuitive but, it had a dislocated arm. The black shaft of the device slipped out of the support plate. Customer did not attempt to move the instrument any further. An image was provided for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the tip cover accessory as an associated component with 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tear was axially aligned with the tip cover and measured from 2.0 mm in length. There were no signs of thermal damage at the end of tear. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.